Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. A review for similar complaints reported against this lot/batch/serial number could not be performed. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause for the customer reported events could not be determined, therefore, specific action cannot be taken at the time. The manufacturer internal reference number is: (B)(4).

Event description:
On (B)(6) 2022, the consumer experienced redness, watering and light sensitivity. On (B)(6) 2022, patient had a large bacterial corneal ulcer. The patient treated with moxifloxacin and steroid drops. The patient slowly getting better. Additional information has been requested, but not yet received.